Manufacturer narrative:
Title: feasibility and safety of enb guided microwave ablation for lung cancer: a preliminary report source: journal of thoracic oncology vol. 16 no. 3s. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, one of the electromagnetic bronchoscopy (enb) guided ablation patients had mild hemoptysis and pneumonia after treatment. Patient was given intravenous (IV) antibiotics and coagulation treatment and recovered.